Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was sensing noise. No intervention was performed. The patient was discharged and would be monitored remotely.

Event description:
New information noted that the patient presented via remote transmission. Review of transcripts revealed that the lead had noise. The device was recognizing the noise appropriately. The patient was stable throughout the event and would be monitored.

Event description:
New information noted that the patient presented for MRI. The right ventricular lead continued to oversense noise. No programming changes were made due to egms being off. The egms were turned off and the patient would be monitored.